Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed backup battery failure after replacing the battery in a timely manner. Customer also noted that there was no low battery alarm prior to critical pump error. The customer¿s blood glucose level was 95.4mg/dl at the time of the incident. Customer stated that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer also stated that pump was not exposed to extreme temperature. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.